Event description:
Event description guidant received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), shock lead impedance measurements on this implantable transvenous defibrillation lead were normal when attached to the header. Following the first defibrillation test shock (dft) of 21j, a fault code was displayed indicating a shorted shock lead. Impedance lead measurements at that time were less than 20 ohms. A guidant technical services representative advised implanting a new defibrillation lead and device.